Event description:
While resident was being transferred to bed via hoyer lift, two certified nursing assistants were in attendance. Resident suddenly lunged forward and slid from lift sheet. Cna supported resident as she hit the floor. Resident is in excess of 200 lbs. And is a cva. Resident sustained fracture of left knee and has long leg cast, employee sustained sustained strain of left leg and shoulder.correct hoyer lift procedure was followed. No mechanical failure or user error involved. While no break in procedure occurred, all staff will still be inserviced in hoyer lift technique by staff development department.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-feb-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, patient's condition - predisposed event. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.